Event description:
Reporter stated that the urisys 1100 device has produced multiple negative results for leukocytes, while a visual reading of the associated test strip shows leukocyte results of +1 and +2. No actions based on the device results were reported and no adverse event occurred. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.